Event description:
Patient reported alcl on unspecified side. Pathology markers were not provided. Device status unknown.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Implanting physician: (B)(6). Explanting physician: (B)(6).

Event description:
Patient reported right side "alcl", "late seroma... After cosmetic augmentation". Histopathological markers cd30+ and alk- have not been received. Device has been explanted. Treatment: device explant, en bloc capsulectomy.

Event description:
Patient and patient representative reported right side bia-alcl diagnosis. The patient presented with reoccurring seroma which were aspirated. The patient was treated with surgical removal of the device with total capsulectomy. The capsule was sent for pathological analysis and the results have not been provided. Histopathological markers have not been confirmed. The patient is being monitored though pet/CT scans.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b2, b.3, b.7.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Lymphadenopathy-alcl-suspected: unable to observe since it is not related to the device. Device is intact. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient and patient representative reported right side bia-alcl diagnosis. The patient presented with reoccurring seroma which were aspirated. The patient was treated with surgical removal of the device with total capsulectomy. The capsule was sent for pathological analysis and the results have not been provided. Histopathological markers have not been confirmed. The patient is being monitored though pet/CT scans.

Manufacturer narrative:
Clarification h.6: b20 photo analysis was completed, no device was returned. Device photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Lymphoma-alcl: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of lymphoma-alcl-confirmed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Histopathological markers of cd30+ and alk- were provided to confirm presence of alcl. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2542745 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the reported events of seroma-late and lymphoma-alcl unable to observe since it is not related to the device. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, corrected and/or changed data: a.2, b.5, b.6, b.7, h.6.